Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent delivery system was difficult to remove. A percutaneous coronary intervention was being performed. A 32 x 2.75mm promus premier select stent was implanted but the stent delivery system could only be pulled out with great force after the implantation. There was no patient injury.

Manufacturer narrative:
Device is a combination product. A 32 x 2.75 mm promus select stent delivery system was returned for analysis without a stent. The balloon was reviewed and there was no stent on the balloon. The balloon appeared to have been inflated and deflated. No issues were noted with the proximal balloon bond. There was no evidence of any damage to the balloon or any bunching of balloon material. A hardened or crystallized substance was present inside the balloon which was consistent with contrast media hardening inside of the used device post procedure. An examination of the shaft polymer extrusion found no issues. A hardened or crystallized substance was present in the inflation lumen of the mid and distal shaft which was consistent with contrast media hardening inside of the used device post procedure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. Hypotube alignment was confirmed to be correct. There were no visible blockages in the proximal hypotube. There was no damage noted with the manifold/hub. A visual examination of the tip showed no signs of damage. The device was soaked in a water bath at 37 degrees for 1.5 hours in an attempt to soften the crystallized media to allow balloon functional testing. After soaking the media visibly appeared to have dissolved. The device was loaded onto a 0.014 inch guidewire. A vacuum was pulled using an encore inflation device so that the balloon could be passed through a 5fr guide catheter, to allow for balloon and guide catheter withdrawal testing. The balloon was then successfully inflated to 18atm (rated burst pressure), using the encore inflation device and a glycerol water solution, no issues were noted. A vacuum was pulled, and the balloon deflated fully in 11 seconds. This was within deflation time specification. The deflated balloon was then successfully withdrawn into and from the guide catheter. No other issues were identified during the product analysis.

Event description:
It was reported that the stent delivery system was difficult to remove. A percutaneous coronary intervention was being performed on a calcified lesion in the proximal right coronary artery. Pre-dilations with different balloons was performed. A 32 x 2.75mm promus premier select stent was implanted at 14 atmospheres but the stent delivery system could only be pulled out with great force after the implantation. There was no patient injury. Aspirin 100 mg/d in combination with clopidogrel 75 mg/d for 6 months was prescribed, then lifelong aspirin monotherapy.

Event description:
It was reported that the stent delivery system was difficult to remove. A percutaneous coronary intervention was being performed on a calcified lesion in the proximal right coronary artery. Pre-dilations were different balloons was performed. A 32 x 2.75mm promus premier select stent was implanted at 14 atmospheres but the stent delivery system could only be pulled out with great force after the implantation. There was no patient injury. Aspirin 100 mg/d in combination with clopidogrel 75 mg/d for 6 months was prescribed, then lifelong aspirin monotherapy.

Manufacturer narrative:
Device is a combination product.